Event description:
The pt was experiencing pain down the leg post operation. A CT scan was done whick revealed that the first implant was on the l5-s1 nerve root. The pt immediately scheduled for removal of one implant out of three implants. The top implant was removed and the void was packed with grafton (allograft by osteotech). There were no issues with the implant removal. Pt is doing well and had no complaints of pain upon f/u.

Manufacturer narrative:
Products were not returned for eval, therefore a returned product analysis was not performed. Based upon the complaint info and investigation, there is no evidence to suggest the device was out of specification. In addition, the instructions for use, physician training records, and the surgeon training didactic were reviewed. Based upon the info provided, there is no evidence that the device was out of specification and the root cause could not be definitively determined. The most probable root cause for the ifuse implant on the l5-s1 nerve root is user error.